Event description:
The patient reported having "beats" in the ribcage and was "zapped" after adjustment to the device were made. The patient also indicated that one lead was disconnected. The patient's physician was contacted and indicated that the patient had diaphragmatic stimulation. The patient declined to have a lead revision. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2012; 6947m55 implantable tachy lead (B)(6) 2012; d314trm implantable cardioverter defibrillator (B)(6) 2012. (B)(4).